Manufacturer narrative:
Reference CAPA (B)(4).

Manufacturer narrative:
As reported by our affiliate in (B)(6) and through an article, ¿early outcomes of transcatheter aortic valve implantation for degenerated aortic bioprostheses in (B)(6) patients: insights from the aortic viv study", a single-center, non-comparative study of aortic valve-in-valve procedures involving degenerated stented bioprosthesis, stentless bioprosthesis, or thv was performed. Beginning in october 2016, the aortic valve-in-valve procedure was performed in seven patients. Coronary artery occlusion occurred in one patient following the implant of the sapien xt valve in the pre-existing bioprothesis. The patient underwent extracorporeal membrane oxygenation and emergent percutaneous coronary intervention. The left coronary ostia height measured 12.4mm, the left coronary cusp length of the implanted prosthesis measured 10.6mm and the sinus of valsalva (sov) length measured 25.3mm. (B)(6) patients with a small surgical valve frequently have a small sinus of valsalva and short height of the coronary artery orifice. These features are known as risk factors of coronary obstruction. Reference for article: yamashita, k., et al. (2019). Early outcomes of transcatheter aortic valve implantation for degenerated aortic bioprostheses in (B)(6) patients: insights from the aortic viv study. General thoracis and cardiovascular surgery. Retrieved from: https://www.ncbi.nlm.nih.gov/pubmed/31054145

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the coronary occlusion post valve in valve deployment cannot be confirmed. In addition to the procedure itself, a leaflet of the failing pre-existing bio-prosthesis valve likely contributed the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transapical valve in valve clinical study case, a 23mm sapien xt valve was deployed in a pre-existing medtronic freestyle stentless bio-prosthesis. The sapien xt valve was deployed where intended in a final 60:40 aortic/ventricular (a/v) position. Post valve deployment, coronary perfusion was obstructed and the patient hypotension was ¿prolonged¿. Percutaneous cardiopulmonary support (pcps) was implemented and pci was performed to repair the occlusion. Post pci, the patient¿s hemodynamics became stable. The patient was weaned off of pcps. An intra-aortic balloon pump (iabp) was inserted and the patient was transferred from the operating room. Information regarding the native annular diameter and the degree of valvular calcification was not provided. No further patient information was provided since this was a clinical case study. It was perceived that the lca ostium was occluded by a leaflet of the pre-existing bio-prosthesis post sapien xt valve deployment.